Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause was not not known. To address the high blood glucose, the customer administered a correction bolus via the pump and declined any further assistance or a supplies or system check.